Manufacturer narrative:
Service was not dispatched to the site for this event. The cause of the event is unknown.

Event description:
The customer reported that on (B)(4) 2012 erroneous cardiac troponin (accutni) results, both above the normal reference range and within the normal reference range, were generated from a unicel dxc 600i synchron access clinical system for two patients. One of the patients' initial erroneous accutni results was reported outside of the laboratory and the other was not. There were no deaths, serious injuries or modification to patient treatment associated or attributed to this event. Subsequent testing on the same instrument produced lower results within the normal reference range for both patients which were regarded as valid. Accutni quality control results were within the customer's established ranges during the timeframe of the event. The accutni samples were collected in lithium heparin plasma tubes and were centrifuged at room temperature prior to testing. The samples were clear, full draws and did not display any visual irregularities.